Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems.

Event description:
Note: this report pertains to third of three cold snare used during the same procedure. It was reported to boston scientific corporation that a cold snare was used in the transverse colon during a colonoscopy procedure performed on (B)(6) 2026. During the procedure, the snare unable to cut the polyp. A third cold snare was used; however, the same problem happened. The procedure was completed with another cold snare. There were no patient complications reported as a result of this event.